Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side implant rupture, and bilateral implant exchange due to voluntary recall (asymptomatic patient). Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, yellow particles, missing piece of the shell and underweight device. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp break on posterior due to an unidentified tear opening, and a missing piece of the shell assessed as inconclusive.

Event description:
Healthcare professional reported right side implant rupture, and bilateral implant exchange due to voluntary recall (asymptomatic patient). Device has been explanted.